Event description:
It was reported that this ra lead had abrupt changes in high pacing impedances, where values were high out of range greater than 3000 ohms. The high impedances were being oversensed by the minute ventilation (mv) sensor. The mv was turned off in response. No further information was available. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).